Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating the brush heads were not fitting the toothbrush; they were very loose and fell off. No injury was reported.